Manufacturer narrative:
Evaluation of the device from supplier determined the issue was with the supplied item. A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. Operator of device is unknown. UDI and protocol # are unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer attempted to put air in the product, but could not. No patient injury was reported.